Event description:
Cradle portion of the maquet vasoview hemopro harvesting tool broke while being used on a patient. A physician assistant certified (pa-c) was taking left saphenous vein from patient's left leg when the cradle broke. Item removed from field. About 2 weeks earlier, physician assistant (pa) notified the rn in the room of the device failure and also located a piece that broke off the end of the medical device. Manufacturer response for vasoview hemopro, vasoview hemopro (per site reporter): our rep picked it up. Manufacturer response for vasoview hemopro, vasoview hemopro (per site reporter): this letter is being sent to acknowledge the product experience you recently reported. We have opened a complaint to document our investigation of the following report. Details of this report are as follows: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro piece broke off the end. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. We appreciate you bringing your experience to our attention. Understanding our customer's experiences is an integral part of our continued efforts to improve patient care. If you have any questions or if we can be of any further assistance; (B)(4).